Event description:
Initial information received from a physician via a sales representative on (B)(6)-2010. A female patient of an unspecified age was treated with 12 ccs of poly-l-lactic acid (sculptra aesthetic, lot # and expiration date not provided) in the cheeks on an unspecified date in (B)(6) 2010. The reporter stated, the patient became "disfigured". The reporter mentioned, the patient was treated numerous times before in the same area with the same amount and had no problem. Concomitant medication and medical history were not provided. No further relevant information reported. Pharmacovigilance comment: sanofi-aventis company comment dated (B)(4)-2010; there is insufficient information for a complete medical evaluation of this case. Without a clearer description of the adverse event reported as "disfigured", an assessment of this case can not be made.